Manufacturer narrative:
A ge representative contacted the customer by phone. The customer stated that the person using the c-arm at the time of the error was not familiar with the system and the error was caused from not shutting down the system correctly. The customer stated the system was working fine and cancelled the service call.

Event description:
The customer reported the system will take one image, but will display a communication error on the next. No patient injury was reported.